Event description:
Impella 5.5 was inserted via right axillary artery in a 68 year old male who was admitted for cardiomyopathy the patient¿s comorbidities were unknown the patient¿s clinical state prior to initiation of support was scai stage e. On day 5 of support, the device required repositioning. The device was rotated, which created torque at the red impella plug so that the white impella cable broke off. The fiber optic wires snapped and led to a pump stop. The device was explanted and another 5.5 implanted. The pump stop will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the replacement; however, the replacement was performed with no consequence to the patient and support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.